Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced chronic pelvic and vaginal area pain, painful intercourse, frequent infections, continued urinary incontinence, urinary leakage, mesh erosion, pain, and trauma from additional surgery to remove mesh device. It was reported that the patient underwent mesh removal in 2012 due to pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that the patient underwent vaginal urethrolysis with excision of sling and scar tissue on (B)(6) by (B)(6) at (B)(6).